Manufacturer narrative:
The manufacturer evaluation revealed a missing pin at the clamping system along with a worn screw at the retaining claw.

Event description:
It was reported by the medical technology department that during inspection it was found that the v-300ss is defective. There was no harm for patient, operator or third party. No further information received. In addition, arthrex repair service center reported during the incoming goods inspection that that an ar-300-043s is stuck in the v-300ss. 06-october-2025 majung: further information has been received from the customer. It was reported during the chevron osteotomy that the sagittal saw attachment fell apart while sawing. No parts remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.